Event description:
It was reported that this patient with this inflatable penile prosthesis (ipp) presented with pain during intercourse. Due to the risk of distal erosion, the patient underwent surgical intervention to explant the pump and cylinders. There reservoir remained implanted. There were no additional patient complications reported.